Event description:
Device 1 of 2; reference MFR report: 1627487-2019-04057. It was reported that the patient was experiencing a pulling sensation at the leads. Surgical intervention occurred to explant and replace the leads, which addressed the issue.